Event description:
We received a letter from ages stating the following: during inserting the cage, the surgeon noted that the cage broke apart. One part stuck into the impactor. The other part of the cage was repositioned with the tamp and remained implanted. The letter stated that the possible consequence could be a breaking of the cage due to the slight bearing surface.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.